Event description:
It was reported, that far r wave oversensing episodes were observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The issue was resolved. The patient was stable.